Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra fine¿ pen needles would not allow insulin to flow. This was discovered before use. The following information was provided by the initial reporter: I have a box of nano ultra fine needles and have wasted insulin because so far I have had 10 needles that would not allow flow and I have a number of needles still left....so far I have had 10% of the box bad!!!

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. H3 other text : see h.10

Event description:
It was reported that bd ultra fine¿ pen needles would not allow insulin to flow. This was discovered before use. The following information was provided by the initial reporter: I have a box of nano ultra fine needles and have wasted insulin because so far I have had 10 needles that would not allow flow and I have a number of needles still left....so far I have had 10% of the box bad!!!